Manufacturer narrative:
As the sterile lot number was not available, device history record review could not be performed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when the outback elite (80cm re-entry) attempted to re-enter into the vessel, the needle went out and was impossible to move after. There was no reported patient injury. The product was clinically used and will be returned for analysis.

Event description:
As reported, when the outback elite (120 cm re-entry) attempted to re-enter into the vessel, the needle went out and was impossible to move after. There was no reported patient injury. The product was clinically used and will be returned for analysis. The access site was the femoral artery. The target site was calcified and tortuous. There was no damage to the outback device noticed prior to opening the package. All the specified ports of the device were properly flushed. The ports were flushed, followed by a 30 second delay, and then flushed again. Cannula action was verified during prep. There was no problem noted with the guidewire used. The device was straight prior to loading. The needle/cannula was fully retracted prior to insertion of the wire. The cannula actuated smoothly. The procedure was not completed successfully.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, when the outback elite (120cm re-entry) attempted to re-enter into the vessel, the needle went out and was impossible to move after. There was no reported patient injury. The product was clinically used and will be returned for analysis. The access site was the femoral artery. The target site was calcified and tortuous. There was no damage to the outback device noticed prior to opening the package. All the specified ports of the device were properly flushed. The ports were flushed, followed by a 30 second delay, and then flushed again. Cannula action was verified during prep. There was no problem noted with the guidewire used. The device was straight prior to loading. The needle/cannula was fully retracted prior to insertion of the wire. The cannula actuated smoothly. The procedure was not completed successfully. A non-sterile outback elite 120cm was received coiled inside a plastic bag. The cannula was received fully retracted into the outback (not deployed). Per visual analysis, a bent condition was found on the body at 2.5cm from the distal end. The functional analysis was performed successfully. The handle was actuated, and the needle was deployed and retracted as expected in spite of the bent found. The cannula deployment length and usable/work length was measured, and the results were found within specification. A review of the manufacturing documentation associated with this lot 17640842 was performed and was found that no issues were noted that were considered potentially related to the reported complaint. The complaint reported by the customer as ¿cannula/needle (outback only) - retraction difficulty - unable to¿ was not confirmed since the functional analysis was performed successfully. The handle was actuated and the needle was deployed and retracted as expected. The cause of the event reported by the customer could not be conclusively determined during the product analysis, nonetheless the bent condition found on the distal section of the received outback could have contributed to the reported event. The cause of the kinked condition found on the outback distal section could not be conclusively determined during the analysis. Procedural and handling factors may have been contributed to the kinked condition found. The product instructions for use (IFU) cautions the user that excessive calcification at the site of re-entry may impair the device¿s performance. It instructs the user to retract the cannula tip into the device by fully retracting the handle deployment slide until it stops. The user is then to release the handle deployment slide button to lock the deployment slide in the retracted position. The user is then instructed to ensure that the cannula tip is fully retracted into the catheter lateral port and the handle deployment slide is locked, prior to withdrawing the catheter over the guidewire. Neither the product analysis nor the device history record review suggests that this kinked condition is related to the product manufacturing process. Additionally, the device did not present any obvious indications of manufacturing defect or anomaly that can contribute with the reported event. Therefore, no corrective or preventive actions will be taken at this time.